Event description:
It was reported that the preloaded lens had damage. Additional information revealed that there was lens contamination, so the procedure was completed using another johnson & johnson lens. No further information is available.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: april 07, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the plunger rod was fully retracted and the lens inside the lens module. The lens module reveal no issues; the leading haptic of the lens was observed to be unfolded inside the lens module. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating an inadequate amount of ovd may have been used which could contribute to the complaint issue reported. Stress marks were observed on the cartridge tip but were in specification for a used device. Device assembly, plunger rod, plunger rod advancement and lens were inspected revealing no issues. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.